Event description:
Information was received that a smiths medical pneupac parapac ventilator had no alarm when powered on. It was also noted the device had no pressure release alarm. No adverse effects were reported.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in fair condition, with the corner by the battery damaged. Upon power up of the device, the reported customer complaint was unable to be duplicated; all alarms functioned as intended. Battery housing damage was noted to a result of user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.